Event description:
It was reported that the home patient (hp) had a dry minicap. The hp explained that after they opened the package, the iodine inside was ¿dry and yellow.¿ the hp also clarified that the packaging was not opened or damaged before use and that the box that the caps were received in was also not damaged. The hp stated that they store the caps in a spare bedroom upstairs where is around 78 degrees (f) and kept away from windows or direct sunlight. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 11 of 20.

Manufacturer narrative:
(B)(4). The actual occurrence date was unknown, but was reported to have occurred sometime "over the past three weeks." A companion sample was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The device was manufactured between the date of 04/24/2014 and 05/02/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with no issues noted. A pressure test was performed on the pouch with no issues noted. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.